Event description:
The customer reports: med. Dir. Of critical care has noticed that during the procedure after the line is inserted when they aspirate & flush each of the lumens (and then clamp), there has been a backflow of blood in the distal extension line.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4). Lot# unknown. Potential lot# 23f18a0780.

Event description:
The customer reports: med. Dir. Of critical care has noticed that during the procedure after the line is inserted when they aspirate & flush each of the lumens (and then clamp), there has been a backflow of blood in the distal extension line.